Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user states that they accidentally spilled reagent while opening the vial. The user states they then rubbed their eyes. No medical care of treated was performed. The user states they felt "a little sensation" they then washed their hands and flushed eyes with water. Additional information was requested but has not been provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.